Event description:
It was reported the device had low atrial and ventricular output. Follow-up attempts to determine patient involvement were unsuccessful.

Event description:
It was reported the device had low atrial and ventricular output. Follow-up attempts to determine patient involvement were unsuccessful. The device was returned to the manufacturer, analyzed, and tested out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not duplicate the customer comments. It was noted that the upper and lower cases were broken, the side bail covers were broken, the lead flex cover was corroded, the battery drawer was contaminated and the keyboard was out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.